Event description:
The customer reported that during a laparoscopic hysterectomy, the device tip fell into the pt but was retrieved without any injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.